Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with polydipsia, symptoms of dehydration and unspecified ketones associated with a prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was determined that the patient was not priming the full length of the tubing prior to use. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.